Event description:
A customer reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was provided information and assistance to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction reappears.